Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that ins revision surgery on (B)(6) 2022. The reason for revision was due to an incident that happened on (B)(6) 2022 (patient did not specify what) and a few weeks after that they started get really bad pain at the ins site even though they were already fully healed from the implant. The battery had turned a little bit which made it difficult to charge. Patient mentioned that following the revision surgery the device was crankedup indicating the strength of stimulation was too strong for them. Patent has still not found the program that is optimal for them yet but they are working with their physician on device programming. Patient always keeps their handset powered on and with them in case they need to make changes or are feeling discomfort. Initially following the revision patient was able to charge the ins more easily but now it has become d ifficult again. The patient has not really noticed any changes to the ins pocket since revision however noted that when they lay on that side they will get achey. Patient also mentioned that due to their underlying health condition they have gained some weight. Reviewed how to optimize position of the recharger over the ins. When patient positioned the charger closer to the outside of the ins site they were able to establish an excellent charging connection and maintained that throughout the duration of the call. The patient also reported they had never previously used the recharging app. Recommended patient use the app going forward.

Manufacturer narrative:
B3: aware date corrected to 2022-sep-29. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.